Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had a burning sensation in the pocket. The rep inquired about possible causes and technical services discussed fluid short, palpating, reprogramming around and possible revision if programming around did not work. The issue started saturday while the patient was walking. The sensation would reduce if stim was off and normal heat was felt when recharging. It was recommended that the rep follow up with the patient in the office for further troubleshooting. It was unknown whether there were any falls or trauma prior to the start of the sensation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the burning was unknown. The representative had the impedances checked, the area around the implant was palpated and the patient was asked about any falls or traumas which they denied. The burning had not occurred again, but the patient did mention a sharp pain while palpating the implant in one spot.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep spoke to the patient again and the stimulation was turned on and the burning sensation was no longer felt. The rep was meeting the patient later and asked what further troubleshooting should be done to determine what was occurring. It was recommended the rep palpate the ins. The rep said she may call back after meeting the patient for follow up. The rep called back and said the patient was seen and the rep palpated the ins site and the patient had some pain in one location. Stimulation was on at the time of palpation. At this time, the rep was going to send the patient home to find the location of discomfort and to palpate with stim off. If the pain continued, it was reviewed that the pocket may be sore or irritated and the patient should take care of the pocket until further healing occurred. It was mentioned that his son touched the area causing discomfort before, but it was unknown if stim was on or off at that time.